Manufacturer narrative:
Product complaint # (B)(4).

Event description:
It was reported a patient underwent a carotid artery procedure on (B)(6) 2023 and suture was used. The sutures kept popping off of needles as being dragged through tissue on like 2nd or 3rd pass - behaving like a pop off needle but it is not. This is occurring during wound closure portion of procedure. No patient harm. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information provided: this happen with several sutures from several different boxes all of the same lot code. This is occurring during wound closure portion of procedures - assistant closing is very experienced was surgery delayed due to the reported event? Unknown, was procedure successfully completed? Unknown, were fragments generated? Unknown, if yes, were they removed easily without additional intervention? Unknown, patient status/ outcome / consequences , was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, is the patient part of a clinical study unknown, additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Can you identify the lot number of the product that was used? Tjmbcs. Were there any patient consequences? No. Note: events reported via: mw# 2210968-2023-10190, mw# 2210968-2023-10191, mw# 2210968-2023-10192, mw# 2210968-2023-10193, mw# 2210968-2023-10194. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # ==> (B)(4) h6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, d9, h3 h3 investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. The returned sample determined that it was received, one open sample and seventy-four unopened samples that pertain to the product code j490g. Upon visual inspection of the open sample, it was noted that the product returned was not used. In further investigation, the swage and attachment area were noted as expected. The suture was dispensed without problems and examined along the strand no anomalies were found in the inspection. As per the sampling plan, a visual inspection was performed on thirteen unopened samples, the packets were opened. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand no anomalies were observed during the evaluation. A functional test was performed using instron equipment and the pull force result was above the minimum requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Our analysis lab received the additional product with reference to this complaint, the following product was received: product code j490, lot scmdcj and product code j490, lot tjmbts this complaint is for product code: j490g, lot tjmbcs 1.could you please clarify if the original lot number reported should be corrected to lot tjmbts? 1a. If not, could you please clarify if the additional device lot# tjmbts belongs to this complaint? 1b. If yes, did a device malfunction occur during the same procedure? 2. Could you please clarify if the additional device scmdcj belongs to this complaint? 2a. If yes, did a device malfunction occur during the same procedure? 3. If lot tjmbts and lot scmdcj do not belong to this complaint, could you please clarify if the additional received product belongs to a different complaint? If so, can you please provide the complaint number. 4. If the device was not reported before, please provide more details of device malfunction. 5. If the product doesn¿t belong to any complaint, please let us know so we can discard it or advise if the product is required to be returned. 6. If you have the correct complaint product in your possession, please forward the product to ethicon as soon as possible. If you have already sent the product to ethicon, please reply to ethwcqcom@its.jnj.com with the ups, dhl or fedex tracker number.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected h6 component code: g07002 device not returned. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.